Event description:
It was reported that a pump has a system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation is still in progress. When the evaluation is complete a supplemental report will be submitted.